Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a thermocool smarttouch sf and the day after a cardiac ablation procedure, the patient experienced an aortic dissection cerebellum stroke. The physician commented of a patient had a cerebellum stroke a day after the completion of a afib case back in (B)(6) 2024. The patient came back to the emergency room and reported some arm weakness. According to the physician everything during ablation was fine, but the cerebellum stroke happened the day after the ablation was completed. The physician added that the patient went to see a neurologist to confirm that something had happened, but there was no confirmation from the physician if anything was found. The caller added that the conversation changed, and the physician no longer offered any other information regarding the patient. The physician was not sure what catheter was used on the procedure and mention it could have been an thermocool smarttouch® sf or a qdot micro¿ ablation catheter "d" curve. Additional information was received indicating the patient came back to the hospital the next day. The physician didn't know what caused the adverse event but said the procedure went very well with no issues. There was no evidence of blood thrombus or clot and no char. The patient was reported to have improved. Specific event date was not known.

Manufacturer narrative:
Correction: on 17-jun-2025, during an internal review of the file, it was noticed an incorrect health effect - impact code was reported in the 3500a initial medwatch report. The incorrect code reported was ¿recognized device or procedural complication (f15)¿. The correct code is ¿hospitalization or prolonged hospitalization (f08)¿ and has now been added to field h6. Health effect - impact code. Field b2. Is hospitalization initial/prolonged has also been checked marked. Additionally, it was noticed the patient adverse event was reported as ¿an aortic dissection cerebellum stroke¿. Please consider the ¿aortic dissection¿ verbiage as removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).